Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) overinfusion. According to customer: "medication administered at 10:45 am, 120ml total volume schedule, to be executed in 2 hours, scheduled to end at 12:45 pm, but the medication ended at 12:28 pm."